Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were going to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported air bubble in the infusion set and reservoir. The blood glucose value at the time was 404 mg/dl and close to 500 mg/dl. The customer had no symptoms. The customer stopped troubleshooting so that her boyfriend could take her to the hospital. The technician advised the to call back once done with the hospital. The insulin pump, reservoir or infusion set will not be returned.